Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that 2 meetings were scheduled for reprogramming with the patient however, were not marked are successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that hcp was calling from a prison and was not with the patient at the time of the call. The hcp said that the patient's wife wrote a letter stating that the patient did not like the pulsing that it was doing all the time. The hcp stated that the patient did not have rate control. The hcp said that the letter from the patient's wife indicated that some laundry was dropped on the patient and the patient had to turn the stimulation on and off sometimes due to the pulsing since the incident with the laundry and the patient therefore needed reprogramming. An email was sent to a manufacturer representative (rep) and the rep said they would call the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was programming issue. Actions/interventions taken were that program was cleared by the rep and reset, which resolved the issue. Patient provided their weight information. No further complications were reported/anticipated.